Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The affected product was returned and evaluated by the research and development team. The purpose of this investigation was to analyze the yellow colored appearance of the retrieved tibial insert. Burnishing was observed in the articulating areas. Upon visual examination, yellow colored appearance on distal surfaces of the tibial insert. The surface adsorption of esterified fatty acids during the term of implantation may lead to a yellow colored appearance of polyethylene. Inserts received previously for yellow discoloration were soaked in hexane to remove biological residues adsorbed into polyethylene. The majority of the yellow discoloration disappeared on all the retrieved polyethylene inserts soaked in hexane, showing that the yellow appearance was caused by the adsorption of biological residues into polyethylene. This phenomenon has been reported in the literature. In conclusion, the yellow colored appearance of the insert likely resulted from the adsorption of biological residues. A review of the device history record (DHR) revealed no abnormalities. In addition, a review of complaint history revealed no complaints for this batch number. Safety affairs will continue to monitor this device and failure mode for future complaints and investigate as necessary.